Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h10. Medical records provided confirmed ongoing pain, instability, ligament laxity, limitation of function, tissue damage and inflamed synovium. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address lateral collateral ligament laxity instability, hamstring tendon rupture, pain and ambulation limitations approximately one (1) year post-operatively. During the revision procedure, the patient's tissue was identified to be damaged with inflamed synovium and a synovectomy with debridement was additionally performed. Initial operative notes noted no intraoperative complications. Revision operative notes noted the patient was revised due to instability with increased laxity on lateral throughout the arc of motion. During the procedure, tissue damage with inflamed synovium was identified. The surgeon performed extensive excisional debridement through fibrinous superficial tissue down to deep capsular tissue. The tibial and femoral components were identified to be aligned and stable, but the articular surface was revised and replaced. No other intraoperative complications were identified.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona posterior stabilized articular surface left 16mm catalog #: 42512600516 lot #: 64473342, persona posterior stabilized cemented narrow femoral component left size 8 catalog #: 42500006401 lot #: 64983616, persona revision tapered cemented stem extension 13mm dia +75mm length catalog #: 42560007514 lot #: 65155265, persona revision cemented half block tibial augment left medial size cd 5mm catalog #: 42555803305 lot #: 65102646, refobacin bone cement r 1x40 us catalog #: 110034355 lot #: az36ac0107, refobacin bone cement r 1x40 us catalog #: 110034355 lot #: az47ba1511 the complainant has not yet indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 3007963827-2023-00268; 3007963827-2023-00269; 0001822565-2023-02744; 0001822565-2023-02746 h3 other text : investigation incomplete.